Event description:
A communication problem was reported. The implantable neurostimulator (ins) was suspected to be overdischarged. Patient compliance was the primary reason for overdischarge. The last time any stimulation was felt was about two months ago. The last successful recharging session was in (B)(6). The patient has been doing some holistic medicine/treatments. The patient quit using her ins and quit recharging it. The patient programmer (pp) and recharger were not communicating. The patient was in more pain this weekend and wanted to use the ins; she pretty much has pain every day. It was hard for the patient to have the ins on because of jolting/stimulation sensation. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).